Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned for evaluation. Biosense webster (bwi) conducted a visual inspection evaluation, and outer dimensions of the returned device. Visual analysis of the returned device revealed a damage on shaft and internal parts were exposed; however, it could be related to the handling. A dimensional outer was performed, and all dimensional values were within specifications. A manufacturing record evaluation was performed for the finished device 31302673l number, and no internal action related to the complaint were found during the review. Only the bent shaft described by the customer was confirmed. The potential cause of the damage observed cannot be established. In the manufacturing process there is evidence that the device was manufactured in accordance with documented specifications and procedures, it could be related to the handling of the device during the procedure. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a lassostar nav circular mapping catheter and post procedure the bwi product analysis lab identified a damage on shaft and internal parts were exposed. During the cryoablation, the catheter would not fit through the balloon and became bent. There was resistance during insertion. There were no wires exposed or lifted/sharpened rings. When the catheter was replaced, the issue was resolved. No patient consequences were reported.